Event description:
Doctor reported that the screw loosened and fractured. Tooth site 24, both items were removed.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4).

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) imp,tsv,3.7,8,mtx,mg (svb13) and one (1) unknown zimmer screw were returned for investigation. Visual evaluation of the as returned product identified that the implant had signs of use with bone debris attached to threads and damage to the external threads due to the removal process. The implant was fractured at the collar. Additionally, there was a fractured screw stuck inside the implant and could not be removed. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was not reported. Bone density was moderate density (type ii) and good oral hygiene was noted. The reported device was located on tooth # 24 (fdi) and was used for approximately 13 years, 2 months. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Therefore, based on the available information, device malfunctions did occur for the implant and screw. However, loosening could not be verified.

Event description:
No further event information is available at the time of this report.